Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2019. The patient was asymptomatic with no issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that when the patient presented through merlin.net transmission, oversensing noise was observed on the right ventricular lead, resulting in underpacing. The patient was seen in-clinic for follow-up on (B)(6) 2019. Lead extraction was discussed. No intervention has been performed yet. The patient was stable.